Event description:
On (B)(6) 2014, I received an article through product watch entitled, "flow cytometry of alk- negative alcl of breast implant associated effusion and capsular tissue." Within the article it notes, a case of a (B)(6) year old pt who had a breast prosthetic implant for 6.5 years prior to clinical presentation. Upon presentation, the pt reported swelling in the area without pain or erythema. A bilateral mammogram and breast ultra-sound were reported as negative for mass lesions. Nevertheless, a large amount of fluid was identified around the right implant involving the adjacent capsular tissue. Aspiration of this fluid (380 cc) demonstrated highly atypical cells. CT scan of chest, abdomen and pelvis showed no evidence of disease. Result of immunohistochemical staining were positive for cd15, cd30 and 45 negative for alk-1, pax-5, cd3, cd20 pan-cytokeratin, ema. There is no mention of the devices used for this pt; therefore, an email is sent to the author to try and obtain this missing info.

Manufacturer narrative:
Device labeling address the event of seroma as: for primary augmentation pts, seroma rate = 1.6%. Primary reconstruction pt = 1.0%. (Other complications.) Swelling = 7.1%. "After breast implant surgery the following may occur and/or persist, with varying intensity and/or for a varying length of time: hematoma/seroma..." (Allergan silicone labeling). Device labeling reviewed: there were no reported events of lymphoma/alcl, for pts in the core study, in the labeling for silicone implants. There were no reported events of lymphoma/alcl for pts in the a95/r95 study included in the labeling for saline breast implants. Silicone pt brochure: breast self-examinations: following breast augmentation, you should continue to perform breast self-examination monthly. This may be more difficult with a breast implant in place. To continue to perform a monthly breast self examination efficiently, you should ask your surgeon to help you identify the difference between the implant and your breast tissue. Being able to identify the implant from breast tissue will decrease the necessity of excessive "ant" during examination. Any new lumps should be evaluated with a biopsy, as appropriate. If a biopsy is performed, be sure to inform the medical professional performing the biopsy that you have breast implants so that care will be taken to avoid injuring the implant. Saline pt brochure: distinguishing the implant from breast tissue during breast self-examination: you should perform breast self-examination monthly on your implanted breast. In order to do this effectively, you should ask your surgeon to help your distinguish the implant from your breast tissue. Any new lumps or an abnormal finding on the mammogram should be evaluated with a biopsy. If a biopsy is performed, care must be taken to avoid puncturing the implant.